Event description:
The pump was received for service with report of "pump shutting off itself". Info was not provided regarding whether or not the device was in use when the reported situation occurred. Attempts were made to obtain extra info regarding pt status, medical intervention, pt injury, age of pt and the medication involved but no additional details are known.